Event description:
A (B)(6) infant required placement of an umbilical vessel catheter for secure IV access. When the nurse aspirated blood from the uncapped port to draw blood cultures. Blood flowed back into both lumens and filled the port. Nurse thought it to be a hub issue, so hub was changed out. The nurse then aspirated blood from the uncapped port and again blood flowed back into both lumens. Nurse withdraw the catheter. As a result of the defective device, there was a total of 3 attempts to secure and umbilical line on the infant. No further issues once the new umbilical line was secured. Event abated after use stopped or dose reduced: yes.